Event description:
It was reported that, "nipple on final tightener broke off. No adverse effects occurred, but need it replace as quickly as possible." Thanks.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.